Manufacturer narrative:
The c1535 marker acts as a biopsy site identifier to provide an imageable locator of a biopsy site for follow up care. The marker is contained within a sterile disposable applicator, which is deployed into the breast biopsy site through the probe trocar that was used to access the tissue. One mst11b was received with evidence of being used in a procedure. The carriage was found to be locked in position from contamination and was able to be manually freed. Probe was attached to holster to open aperture to reveal or dislodge any debris. No fragments of the sheared c1535 were found in the inspection of the probe through the cutter. One c1535 marker was received with evidence of being used in a procedure. The proximal portion of the applicator introducer shaft and the distal end of the internal shaft were missing - not received. A side by side comparison to a new unused c1535 to the complaint device showed there was no evidence of the glue adhesive present on the shaft as seen on the new device. The external applicator introducer tip was intact. The device had been deployed. Although a definitive root cause has not been determined, based on our knowledge of the device, it is possible that some tissue may have been blocking the probe, causing resistance during marker deployment. Some resistance is normal during removal of the marker. However, if excessive resistance is felt during removal, instructions provided within the IFU state to remove the entire probe assembly (containing the micromark marker applicator) from the biopsy site. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The affiliate in (B)(6) reported after the clip deployment, the doctor removed it and the doctor found that the tip off c1535 was lost. Under x-ray film, the doctor couldn't identify if the white object like stick was the clip or not.